Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, an e360 ventilator generated an alarm, displayed a communication error and stopped v entilation. The patient was removed from the ventilator and manually ventilated before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.